Event description:
It was reported that insulin squirted out during the manual prime process, and the drive support cap was sticking out. The customer's blood glucose was 13.3mmol/l. It was also mentioned that the insulin pump was stuck in the prime loop. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime during prime test due to loose drive support disk. Missing end cap sticker and cracked case near display window corners noted during visual inspection. No damage to battery compartment noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.